Event description:
On (B)(6) 2009: the patient underwent a posterior spinal fusion. The patient was implanted with rhbmp-2/acs. Post-op, patient alleged of developing an infection, causing a significant amount of pain. After further evaluation, it was revealed that patient's hardware had become infected and that he would require two additional revision surgeries. On (B)(6) 2009: the patient underwent two additional revision surgeries. The patient was implanted with rhbmp-2/acs. Patient was a minor at the time of the surgery.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.